Event description:
On (B)(6) 2012, the patient underwent treatment of an abdominal aortic aneurysm with three gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow up imaging identified a distal type I endoleak on the pxt231416 implanted within the right common iliac artery (rcia) and aneurysm enlargement to 62 mm (amount of growth unknown). The rcia was reported to appear 2.5 cm in length, which was reportedly shorter than the length of the rcia at the time of implant. However, the exact cause of the endoleak is reportedly unknown. On (B)(6) 2014, an additional procedure was performed whereby a contralateral leg component was implanted to treat the endoleak. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include aspirin, capecitabine, digoxin, nexium, lasix, synthroid, lisinopril, magnesium, metoprolol, and carafate. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The exact cause of the endoleak is unknown.